Event description:
The endowrist stapler was used during a robotic lobectomy case. The stapler arm would close onto tissue but not cut or staple. The jaws did open and the device was removed from circulation without any harm to the pt. Per our operating room staff, similar arms were sent back to the MFR for a recall in july of this year. This particular device was not part of the recall lot and was obtained from the MFR after the recall.